Manufacturer narrative:
B3: estimated as 03/28/2025 as the published date for the article is noted as march 28, 2025. D4 unique identifier (UDI) #: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Literature citation: ramesh, p, khawaja, u, ezenna, c. Et al. Do we need a post procedure transthoracic echo (tte) for same day discharge after left atrial appendage closure with watchman device. Jacc. 2025 apr, 85 (12_supplement) 1066. Https://doi.org/10.1016/s0735-1097(25)01550-5.

Event description:
Reported via journal article. It was reported that hospitalization occurred. According to the society for cardiovascular angiography and interventions and heart rhythm society (scai/hrs) expert consensus, transthoracic echocardiogram (tte) is recommended before discharge after watchman closure device implantation. Patients discharged on the same day after the procedure who underwent a tte versus patients who were discharged without a tte were compared. The key outcome studied was a 45-day readmission (admitted within 45 days of the procedure). Of the 410 patients studied, 350 did not undergo tte and 60 underwent tte. Of the 350 patients who did not undergo tte, 33 patients were readmitted to the hospital. In the group of 60 patients who underwent tte, 4 patients were readmitted. In a selected cohort of patients, who were discharged on the same day after the watchman closure device procedure, there is no difference in 45-day admission outcomes for patients who underwent tte versus no tte after the procedure before discharge.